Manufacturer narrative:
It was reported that there were issues with the flow/bubble sensor. Information received on 2025-09-22, that the there was a constant arterial bubble alarm and the cardiohelp was in back-flow prevention. The customer confirmed that there were no bubbles within the lines. ¿backflow prevention¿ are not a reportable event as it is an intervention set by the user to prevent the backflow of blood. A second failure was reported, that ¿ven. Bubble sensor defective¿ was displayed. The failure occurred during treatment. No pump stops were reported. The cardiohelp was not exchanged. No harm to any person has been reported. Any flow issue, flow reading issue, bubble alarm, and bubble sensing failure can lead to a pump stop during treatment, if the interventions were set by the user. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation. The fst confirmed that there was no physical damage on the flow/bubble sensor and venous bubble sensor. The cardiohelp was able to recognize both sensors. The cardiohelp initially alarmed that the venous bubble sensor was defective. However, the sensor was not connected to any test tubing. Once the sensor was connected to the test tubing, the alarm did not continue. Each sensor was tested, and the failures could not be replicated. No parts replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed that there were no failures regarding the hls set. The log files of the reported cardiohelp device were reviewed and ¿arterial bubble detected¿, ¿backflow prevention¿ and ¿ven. Bubble sensor defective¿ could be confirmed on the date of event. As the failure could not be replicated, no exact root cause could be determined. Regarding the "arterial flow/bubble sensor - false bubble detected" failure: according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: unintended backflow prevention by flow sensor or venous bubble sensor e.g.: - malfunction of flow or venous bubble sensor. - sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system result of that may be: - backflow prevention activated. Regarding the "ven. Bubble sensor defective" failure: according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: bubble intervention not working wrong information: - influence due to other ultrasonic devices (e.g. Flow sensor). - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. For both failures, "arterial flow/bubble sensor - false bubble detected" and "ven. Bubble sensor defective": the review of the non-conformities has been performed on 2025-09-23 for the period of 2021-11-26 to 2025-09-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-11-26. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "arterial flow/bubble sensor - false bubble detected" and "ven. Bubble sensor defective" could be confirmed within the logfiles but could not be replicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there were issues with the flow/bubble sensor. Information received on 2025-09-22, that the there was a constant arterial bubble alarm and the cardiohelp was in back-flow prevention. The customer confirmed that there were no bubbles within the lines. ¿backflow prevention¿ are not a reportable event as it is an intervention set by the user to prevent the backflow of blood. A second failure was reported, that ¿ven. Bubble sensor defective¿ was displayed. The failure occurred during treatment. Ni pump stops were reported. The cardiohelp was not exchanged. No harm to any person has been reported. Any flow issue, flow reading issue, bubble alarm, and bubble sensing failure can lead to a pump stop during treatment, if the interventions were set by the user. Therefore, a report is required. Complaint ID (B)(4).